Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 242 mg/dl. The customer stated that they would get a low alarm but when they clear the alarm a high alarm would sound off eminently after. Assistance was provided with trouble shooting and the customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
(B)(4) inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. However, the sensor had a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.